Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned device was visually inspected and functionally tested. Analysis of the ams 700 momentary squeeze (ms) pump did not identify any leaks, however, the pump deflation ball was found to be misaligned. The pump was functionally tested and failed inflation and activation testing. Product analysis concluded the observed inflation and activation issues could affect the functionality of the pump thus confirming a pump malfunction. Analysis of the returned cylinders found no evidence of leaks. Functional and leakage testing found the cylinders performed within specification. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Additionally, the reported events do not contain an allegation against the labeling. Product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of cause not established was chosen as it cannot be confirmed how and/or when the pump deflation ball misalignment occurred.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) pump explanted due to it not working properly. It was added that the physician tested the pump several times, but ultimately decided to change the pump. The patient outcome is stable.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) pump explanted due to it not working properly. It was added that the physician tested the pump several times, but ultimately decided to change the pump. The patient outcome is stable.